Event description:
It was reported that this system showed a spike of high, out of range impedance measurements at the right ventricular (rv) lead channel. When the patient was brought for evaluation, the impedances showed measurements within the normal range. A spring contact issue was suggested due to the mentioned impedance behavior. Since no noise was observed and the thresholds represented stable values, monitoring was considered. Also some device programming features were discussed. The rv lead is a non-boston scientific device. The system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).